Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with recurrent disk herniation, lumbar l5 and underwent following procedures: retroperitoneal approach to the lumbar spine with mobilization of the great vessels. Periaortic node dissection. Partial corpectomy with anterior interbody fusion with biologic devices. Internal fixation under fluoroscopy control. As per operative notes, ¿additional shaping of the vertebral bodies was carried out and the synfix device was impacted. Once this was confirmed under image intensification, it was packed with rhbmp-2/acs on the final prosthesis and impacted into the disk space and now the patient underwent placement of three 25mm 4.5 cancellous screw and one 30mm 4.5 cancellous screw.¿ post operatively patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.